Event description:
It was reported to medtronic minimed that the customer noticed a crack at the battery tube threads of the pump and alleged on the battery cap popped out of the pump resulting in a loss of power. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was reported that the damage was not affecting/impacting pump functionality. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported on the pump was recently stored, not in use for an extended period, or without battery for greater than 10 minutes. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a cracked battery tube threads. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 04/16/2025 18:49:00.000 insert battery alarm was found on: 04/16/2025 19:08:28.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 22-apr-2025 at 06:26:56.000. There was no power data available for the date of 16-apr-2025. Unable to check power data for low battery alert. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 04/16/2025 18:49:00 after more than 7 days at 17.06 days. Battery cycle 2 received the lowbatteryalert (104) on 03/30/2025 14:02:00 after more than 7 days at 16.35 days. Battery cycle 3 received the lowbatteryalert (104) on 03/14/2025 05:00:00 faster than expected at 0.0 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 22-apr-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 04/17/2025 16:05:00.000 04/17/2025 16:15:00.000 sensorexpiredalert (794) was found on: 04/19/2025 21:02:05.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Unexpected battery power loss was confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the case - battery tube threads of the pump during analysis. The pump passed all the required testing. However, unexpected battery power loss was confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.